Event description:
It was reported that the subject guidewire had proximal bond joints break during simulated use testing in challenge silicone models. The guidewires remained intact and did not separate into parts. No patient was involved.